Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft breakage occurred. The physician was attempting to advance a taxus liberte' 3.50x8mm drug eluting stent; however, as the stent delivery stent was being advanced, the shaft broke inside the patient. The device was removed and there were no patient injury reported. Patient status post procedure is good.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is unknown. Product unavailable for analysis.